Manufacturer narrative:
Initial reporter also sent report to FDA? Unknown. No additional information was received. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the study drug started leaking from the infusion site and the infusion site had to be changed prematurely. No patient injury was reported.